Event description:
It was reported that the coil partly deployed into another vessel. The patient was undergoing an embolization procedure for bleeding in the moderately tortuous gastroduodenal artery. Intermittent flushing was performed. During the procedure, the physician had deployed an interlock 018 coil and determined another coil should be deployed in a different vessel. The physician re-positioned the microcatheter in the second vessel and introduced this 4mm x 15cm interlock coil. There was no problem deploying the first half of the coil, but then the coil became stuck and the delivery wire detached. The physician then performed flushing into the device but it was still not able to deploy. He pushed the coil with the use of a coil pusher and a v-18 wire to facilitate deployment. The coil was then successfully deployed; however, it was noted that the coil was partly deployed in another vessel. The bleeding was stopped, therefore, the procedure was completed with this device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: born 1944. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device." (B)(4).